Event description:
It was reported that the target lesion was located in the proximal circumflex artery (cx) with heavy calcification and 94% stenosis. It was decided to deploy a 38 mm stent. The xience prime 3.0 x 38 mm stent was implanted; however the stent did not appear to be a 38 mm stent. Per the physician's visual estimate, the stent appeared to be a 23 or 28 mm stent. Both the lesion and the stent were measured via visual estimate only. Another stent, which was 15 mm in length, was taken and measured against the xience prime stent delivery system (sds) balloon. The sds balloon of the 38 mm stent did not appear to be even double of the 15 mm stent in length. A second stent was implanted in the lesion, where only one stent had been intended. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.